Manufacturer narrative:
Results of investigation: the customer's reported issue was unable to be duplicated in service. The ventilator powered on without auto cycling. The peep was checked and no issues were found. The noise mentioned by the customer is normal, and went away after adjusting the value to the desired settings.

Manufacturer narrative:
(B)(4). Device has been received by a carefusion certified service technician; evaluation is in progress and results will be reported in a follow-up report.

Event description:
The customer reported that while the ventilator was on a test lung during a set up for a patient, it began giving rapid short breaths when peep was added. The sensitivity was increased and it did not correct the issue. The tidal volume was then decreased to see if that would correct this issue, but that didn't work either. The vent continued to give short rapid breaths despite being cycled on and off and changing the tubing.